Event description:
It was reported that after the sheath was inserted into the radial artery, the sheath was unable to be removed post angiogram procedure. The patient underwent surgical intervention for radial artery repair and to excise the sheath and artery and was admitted to the hospital to the intensive care unit.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.